Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a bolus. The blood glucose reading was 529 mg/dl. The customer had not yet treated. The insulin did exit with a fixed prime. The infusion set was removed and the cannula was bent. The customer reported that she had been using the same area for insertion for years and that there may have been some scar tissue. She was advised on techniques to avoid bent cannulas. The insulin pump was not returned or replaced.